Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies were found, however it was noted the proximal conductor was distorted, the helix was distorted/bent, and the lead was stretched. It was also noted that blood was in/on the helix mechanism. The full lead was returned and analyzed.

Event description:
It was reported that the right ventricular lead had loss of capture, and appeared to have had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.